Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A4: patient weight: unknown / not provided. G4: premarket identification: k011028/k013227. H6: event problem codes: patient code: 2146.

Event description:
It was reported that after implant placement the patient felt like burn sensation. Doctor cannot identify any sign in patient mouth. 8 months after placement and after diferent types of medical appointments it was decided to remove the implant due to allergic reaction. Pain was reported as a result of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b2. Outcomes attributed to adverse event. B4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual evaluation was performed, the implants had signs of use. The implant had bone debris on its internal and external threads. No damage or signs of malfunction that would have contributed to the event. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 1270728r. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1270728r for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : allergic reaction. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was material selection. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.